Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) boes505, (3i t3 short external hex parallel walled implant, 5mm(d) x 5mm(l)), one (1) uniht (titanium hexed uniscrew), and one (1) wpp554g (gingihue post 5mm(d) x 5mm(p) x 4mm(h)) for evaluation. Visual evaluation of the as returned product identified signs of use. The abutment was returned attached to the crown. There was no damage, or signs of malfunction that would contribute to the event. This complaint refers to the uniht. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the uniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : disengaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did not occur. No damage was identified. The reported event was non-verifiable with all the available information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the abutment disengaged from the implant and patient went to the clinic with the crown in the hand. Implant was almost self extracted. Tooth site 29.